Event description:
Update (B)(4) 2013 - doi 1998.

Manufacturer narrative:
This investigation is still under investigation.

Event description:
Reason for revision - patient presented to surgeon with pain and decreased range of motion.x-rays indicated wear superiorly and medal on the glenoid.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Review of patient x-rays finds the head looks to be migrated superiorly which is consistent with both the reason for revision and the revision to a delta xtend. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.